Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right atrial (ra) lead exhibited occasional atrial under sensed event on current electrogram (egm) during atrial fibrillation (af). Device appears to be functioning as programmed. The ra lead remains in use. No patient complications have been reported as a result of this event.